Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said machine is pulling in urine but not consistently. Lms rep tried to explain inner tube dislodgement and patient could not visualize the solution. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Since it was given as z code (unknown purewick capital), the fmea of both drydoc 1.0 and 2.0 is considered. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said machine is pulling in urine but not consistently. Lms rep tried to explain inner tube dislodgement and patient could not visualize the solution. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided.